Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported that insulin was leaking from the reservoir. The nurse stated that while the customer was traveling, he felt real sick and stopped at the hospital where he was admitted for high blood glucose. No further info was provided.